Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device but could not confirm the reported issue. The reported event was unable to be duplicated. The device serial number was not provided. No additional information is available at this time. (B)(4)

Event description:
A report was received stating that during patient use, the ventilator displayed an alert indicating a graphical user interface (gui) communications issue, and data from the ventilator was not being transferred to the monitor. The patient was removed from the device and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.